Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons, including the audio button, are not always responsive, and have to be pushed multiple times. The pump is worn attached to a belt and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned for tactile changes and evaluated by product analysis on (B)(6) 2012 with the following findings: keypad found to be intact, no evidence of peeling or tearing. All keys are intermittently unresponsive. Keypad was removed keypad to inspect key contacts for contamination, which was found under all key contacts. Unrelated to this complaint, the display was blank upon power up and a test display was installed to proceed with testing. Upon external inspection moisture was evident behind display. Performed leak test and pump failed. Leak was evident at the bottom of the keypad. Disassembled pump to check for moisture. Moisture found inside pump and in keypad flex connector and display flex and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.